Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value. Following troubleshooting performed on the navigation system, a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was able to be reproduced. The rep then went to admin and then the patient which showed that there was an exam with 150 slices. The rep deleted the patient exam with 150 slices on the navigation system and resent the exam from the imaging system. The exam transferred normally and navigation was able to be used. The imaging system logs were reviewed and there was an error transferring at slice 151 at the time of the first transfer.

Event description:
A medtronic representative reported that the imaging system exam did not transfer. It was reported that green bars were observed on the acquire exam screen. The site performed another spin and received the transfer completion message on the imaging system, however, the navigation system remained in the "exam being transferred" state and no exam transferred. The site moved to a different task screen on the navigation and attempted to manually transfer the exam. They received the transfer completion message on the imaging system but the exams did not transfer to the navigation system. The site rebooted the navigation system and attempted to manually transfer the exam from the imaging system, but the issue was not resolved. There was no patient impact reported and the delay in surgery was 15 minutes. Surgery proceeded as planned.

Manufacturer narrative:
The reported issue was reviewed by medtronic personnel. It was reported that the issue was recorded in the medtronic navigation software anomaly tracking database against the medtronic imaging system noted as the concomitant product.